Manufacturer narrative:
Na

Event description:
Surgeon reported via our sales rep, after a successful implantation of a gamma nail, it took them around 10 minutes to disassemble the nail holding screw from the nail. It was hardly possible to loosen the screw.